Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 85 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had intermittent buttons response due to flattened down button dome switch. No unlocked lcd keypad connector noted. The device alarmed motor error during occlusion test due to faulty forcer sensor resistor. We were unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. The device was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. No unexpected low battery alarm noted during testing. Motor passed motor test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The drive support disk was inspected and no anomaly was noted.